Event description:
Two photographs (showing front and back of two breast implants) were sent to co for identification purposes and upon examination of the photographs, both implants appeared to be not intact.